Manufacturer narrative:
According to the facility on 8/5, "rn proceeded with straight cathing patient using medline intermittent catheter and no urine expelled from bladder. Rn aborted the procedure, procured new product, and patient catheterized without issue. No sediment noted in urine. No harm to the patient has been reported." A sample is available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on 8/5, "rn proceeded with straight cathing patient using medline intermittent catheter and no urine expelled from bladder. ".